Manufacturer narrative:
Conclusion code 68: the device was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. This MDR is associated with MDR 3005168196-2014-00406. Device not returned.

Event description:
The patient was undergoing an embolization procedure in the internal iliac artery using a penumbra coil 400 and a px slim delivery microcatheter. During the procedure, the physician decided to remove the penumbra coil 400 for a different size; however, the physician had difficulty pulling the penumbra coil 400 back into its sheath. The physician then removed the penumbra coil 400 and px slim delivery catheter and continued the procedure using another manufacturer's device. There was no report of an adverse effect on the patient.